Event description:
Reprocessed stryker part number 275-550 5mm jaguar blade. Entire stock with same lot number was found to be potentially unsterile on 9/24/99. Indicator strip in packaging was not consistent with sterile contents. Indicator strip did not darken after processing.